Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the issue. The customer was advised to continue using the pump and to contact support if any malfunctions occur again.